Event description:
It was reported that the patients ipg was flipping around the pocket site and was protruding. The patient underwent a revision procedure wherein the ipg was put in deeper. Additional information was received that the patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was flipping around the pocket site and was protruding. The patient underwent a revision procedure wherein the ipg was put in deeper.